Manufacturer narrative:
It has since been reported that the patient experienced wound breakdown at the implant site. Additionally, the explant date has been reported; the explant date was (B)(6) 2019. This report is submitted on march 7, 2019.

Manufacturer narrative:
This report is submitted on april 4, 2019.

Manufacturer narrative:
This report is submitted on february 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced device migration and subsequently the device was explanted (date not reported). There are plans to reimplant the patient with a new device however this has not occurred as of the date of this report.